Event description:
It was reported that the customer was finding it difficult to rewind the insulin pump during a set change. The customer stated the insulin pump was blurry and he sounded confused, so he was asked to check his blood glucose, which was at 60 mg/dl. The customer treated with juice. He had had cataract surgery, causing vision problems. It was stated that the customer was experiencing low blood glucose at around the same time of day in the mornings. It was advised to contact the customer's endocrinologist and possibly make adjustments to settings. The customer's wife was assisted in setting up the reservoir in the pump and filling the tubing. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.